Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of 24.0 mmol/l and ketones, and he believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.